Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that post left ventricular assist device (lvad) implantation, the patient experienced right heart failure. The patient had a decrease in right ventricle (rv) function as well as respiratory insufficiency. It was further reported that medication was administered. Of note, the patient had a competitor right ventricular assist device (rvad) three days later for revision of cannulation. The rvad was removed approximately three weeks later. The lvad remains in use. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory failure and right ventricular failure are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post left ventricular assist device (lvad) implantation, the patient experienced right heart failure. The patient had a decrease in right ventricle (rv) function as well as respiratory insufficiency. It was further reported that medication was administered. Of note, the patient had a competitor right ventricular assist device (rvad) three days later for revision of cannulation. The rvad was removed approximately three weeks later. The lvad remains in use. No further patient complications have been reported as a result of this event.